Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited oversensing. No programming changes were made. Only one episode of oversensing was noted. The patient will continue to be monitored. No further information was reported.

Event description:
New information states that device went off while stretching. The patient presented in clinic on (B)(6) 2018 for device check. Upon interrogation one episode of atp and one episode of shock due to noise was noted. Programming changes were made.